Manufacturer narrative:
The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The sensor interface board was ordered for replacement. The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The sensor interface board was ordered for replacement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.